Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump with an unknown indication for use. No drug information was provided. It was reported that the representative mentioned that a facility he was working told him the pump had been infected. The pump was one of twenty-four the facility was working with. The representative stated he did not have any additional information regarding the pumps mentioned. A nurse just happened to provide that information to the representative during a general conversation about infection. It was unknown if the infection was related to the device. Additional information received on 2017-aug-24 from the hcp reported the infection was on the patient¿s second pump after the first pump was replaced. No further patient complications were reported.